Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced hypoglycemic shock without receiving an alert from her continuous glucose monitor (cgm). She confirmed her admission to the hospital on the same day and discharge on (B)(6) 2025 which is captured on this report. The patient was readmitted on (B)(6) 2025 due to inaccurate sensor readings. She stated, "the same thing happened the second time." Initially the patient was tested for a stroke; symptoms attributed to low blood sugar levels. The patient was mention that treatment administered was glucagon and insulin, medications typically used at home. The patient did not receive a cgm alert and fell due to low blood sugar levels. The ts agent asked if the sensor reading was correct or alerting her that she was ¿low.¿ the patient confirmed the discrepancy between fingerstick and emergency room (ER) readings. The patient stated, ¿I did not receive the alert, I just got up and fell down.¿ although additional attempts were made to obtain clarification of event details, no reply has been received. Of note, the patient uses insulet omnipod5 in modified closed loop. At the time of the report, the patient was okay. The performance data was evaluated. The alert/notification settings issue was undetermined. The patient's estimated glucose values did not reach the low alert threshold of 70 mg/dl. The lowest estimated glucose value (egv) on (B)(6) 2025 was 110 mg/dl at 11:28 pm. In addition, the app experienced signal loss and temporary sensor error. The probable cause could not be determined. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).